Manufacturer narrative:
Initial.

Event description:
It was reported that the user perceived the ilet was delivering too much insulin and attributed persistent hyperglycemia to the pump, noting post-meal glucose up to 248 mg/dl, subsequent disconnection from the pump, and administration of subcutaneous insulin by pen; reports showed in-range glucose most of the day with typical post-meal declines, and no alerts or device malfunctions were confirmed. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention in the form of additional medication administration. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no device problem found and characterized the event as an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.